Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-27. H6: investigation summary: one sample (model #20039e) was returned by the customer. It was reported by the rn that the smartsite extension set would not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was not open and was unable to be flushed. The customer complaint can be verified. A device history record review for model 20039e lot number 20126088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues and was clogged during use. The following was reported by the initial reporter: "rn attempted to flush the smartdite extensioin site with normal saline flush to prime it but if failed and would not disconecteflush. Clamp is open and secured a new one and it worked fine. Continual issues with this product FDA safety report ID# (B)(4)."

Manufacturer narrative:
" A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues and was clogged during use. The following was reported by the initial reporter: "rn attempted to flush the smartdite extensioin site with normal saline flush to prime it but if failed and would not disconecteflush. Clamp is open and secured a new one and it worked fine. Continual issues with this product FDA safety report ID# (B)(4)"